Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 16 fr esheath+, the esheath+ was inserted in the left femoral artery (lfa) without issues. A balloon aortic valvuloplasty was performed with a 24 true balloon without issues. A 29 mm sapien 3 ultra resilia valve and 29 mm commander delivery system were prepped per IFU. Fluoroscopy was used to confirm visualization of the wire in the left ventricle and the end of the esheath+ in the abdominal aorta. The system was inserted and the operator noticed some high force pressure. The procedure was stopped and the abdominal aorta was examined, and it was noted that the commander was bent right below the valve and out the seam of the esheath+ below the tip of the esheath+. The valve split outside esheath+ seam. The delivery system, valve and esheath+ were removed as one unit. Major bleeding was noted upon removal. A second 16 fr esheath+ was inserted on the lfa. The plan was to first implant a valve and then assess the iliac injury. A new 29 mm commander delivery system and sapien 3 ultra resilia valve were inserted and deployed without issues. Post deployment, the delivery system was removed from the esheath+. An occlusion balloon was inserted from the contralateral side to occlude the lfa while the second esheath+ was removed. An lfa perforation was identified above the femoral head and a 10cm/10cm covered stent was placed. The patient remained stable during the procedure. Blood products were administered by anesthesia, and the patient was transferred to the recovery room. The perceived root cause of the resistance is the 1st valve exiting the seam of esheath+ during insertion and perforating the lfa when removing the system as one unit.

Manufacturer narrative:
A supplemental report is being submitted for the pre-decontamination engineering findings. Sections b.4, g.3, g.6 and h.2 were updated. An addition was made to b.5. A correction was made to b.5 and h.6: device code. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 16 fr esheath+, the esheath+ was inserted in the left femoral artery (lfa) without issues. A balloon aortic valvuloplasty was performed with a 24 true balloon without issues. A 29 mm sapien 3 ultra resilia (s3ur) valve and 29 mm commander delivery system (ds)bwere prepped per IFU. Fluoroscopy was used to confirm visualization of the wire in the left ventricle and the end of the esheath+ in the abdominal aorta. The system was inserted and the operator noticed some high force pressure. The procedure was stopped and the abdominal aorta was examined, and it was noted that the ds was bent right below the valve and out the seam of the esheath+ below the tip of the esheath+. The delivery system, valve and esheath+ were removed as one unit. Major bleeding was noted upon removal. A second 16 fr esheath+ was inserted in the lfa. The plan was to first implant a valve and then assess the iliac injury. A new 29 mm ds and s3ur valve were inserted and deployed without issues. Post deployment, the ds was removed from the esheath+. An occlusion balloon was inserted from the contralateral side to occlude the lfa while the second esheath+ was removed. An lfa perforation was identified above the femoral head and a 10cm/10cm covered stent was placed. The patient remained stable during the procedure. Blood products were administered by anesthesia, and the patient was transferred to the recovery room. The perceived root cause of the resistance was the first s3ur valve exiting the seam of esheath+ during insertion. The perceived root cause of the patient injury was the removal of the system as one unit. Pre-decontamination engineering findings revealed a small liner strand approximately. 0.125" in length on the esheath+.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6 and h.2 were updated. An addition was made to h.6 component code. Corrections have been made to h.6 type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation and was visually evaluated. The sheath liner was expanded and the distal tip opened as designed. A liner tear was identified starting at 2.5 inches from the distal strain relief and measured approximately 6.25 inches in length. A secondary liner tear was identified at 5 inches from the distal strain relief and measured approximately 0.25 inches in length. A small liner strand was observed 2.75 inches from the distal strain relief and measured approximately 0.125 inches in length. Sheath shaft folds were noted at 1.5 inches, 3.25 inches, and 6.375 inches from the distal strain relief. Dimensional testing was conducted on the returned device to measure liner thickness along the liner tear, as an out of specification result could be indicative of a manufacturing nonconformance. The measurements demonstrated that the liner thickness was within specification. Imaging provided by the site revealed tortuosity present in the left access vessel, and calcification present near the femoral bifurcation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra/sapien 3 ultra resilia valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components. These secondary failures or complications are not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for inability to advance through the sheath was confirmed based on evaluation of the returned product. Available information suggests that patient factors, including tortuosity, and calcification, may have contributed to the reported event, as confirmed by imagery provided by the site. Tortuous patient anatomy can create sub-optimal angles, resulting in non-coaxial alignment between the delivery system with the crimped valve and the sheath inner lumen. Calcification may reduce the vessel lumen diameter and increase restriction leading to resistance. Similar to tortuosity, calcification may also contribute to suboptimal angles during delivery system insertion that may lead to resistance. Additionally, the complaints for liner punctured and sheath liner strand were confirmed based on returned product evaluation. Available information suggests that procedural factors such as high push forces, and/or patient factors, including tortuosity and calcification, may have contributed to the reported event. In this case, the patient's access vessel was noted to have tortuosity and calcification, and it was reported that ''the system was inserted and the operator noticed some high force pressure.'' High push forces exerted to overcome resistance in challenging anatomy may compromise sheath integrity, potentially resulting in sheath punctures. Forceful device maneuvers may damage the sheath components in direct contact with rigid anatomical features such as sharp calcium nodules. When combined with non-coaxial advancement trajectories due to anatomical complexities, these forces may further exacerbate damage to the sheath shaft and liner, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.